Event description:
It was reported that the sixth clip came out malformed. The dr had to use both hands to get the device to open. The dr fired a seventh clip outside of the pt and the device worked fine, so the device was used to complete the procedure. There was no pt consequence.